Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) notified biomérieux of discrepant ampicillin results between vitek® 2 ast-p592 and disk diffusion test. Customer states ast-p592 showed false susceptibility to ampicillin for enterococcus faecium strain; whereas, the disk diffusion result showed ampicillin resistance. As the customer did not keep the associated patient strain, culture submittal is not possible. Customer stated no patient results were affected, and no wrong results were reported to a physician as the disk diffusion resistant result was sent. Per customer no patient was harmed or treated incorrectly, and there was no delay in results. Biomérieux investigation will be conducted.

Manufacturer narrative:
A customer in (B)(6) notified biomérieux of discrepant ampicillin results between vitek® 2 ast-p592 and disk diffusion test. The customer did not submit the strain or data. An investigation was performed. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method. Raw data are required in order to assess organism growth in the vitek® 2 card. A review of quality records confirmed vitek® 2 ast-p592 lot 3720256203 passed initial performance testing and met all qc release criteria. Without the strain or data, it is not possible to further investigate the issue.